Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later post filter deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Attempts were made to snare the filter which were unsuccessful. Further oblique angiograms of the inferior vena cava were obtained demonstrating that the inferior vena cava coursed posteriorly in the region of the hook and therefore the filter was oriented towards the posterior wall of the inferior vena cava. It did not appear to be in contact with the inferior vena cava wall. Further attempts were then made with various snare devices and using various catheters to try to dissect the snare towards the hook of the filter, which were unsuccessful. After multiple attempts the procedure was terminate with plan in future. After three weeks, again the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Multiple attempts were made to snare the filter which were unsuccessful. After prolonged attempts, it was felt the filter was not retrievable. After five months, the patient again scheduled for the filter retrieval, the right internal jugular vein was accessed. A 15mm snare was used in failed to remove the filter. Using a contra catheter and 15mm snare the filter was able to remove intact. Filter was significantly tilted anteriorly placing apex in contact with right lateral caval wall, fibrous cap present over filter hook. Filter was removed using loop snare technique and all 6 arms & 6 legs were intact. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. However, the investigation is inconclusive for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure. Approximately five weeks post filter deployment; orthopedic surgery had been performed, a scheduled filter retrieval procedure was performed. Despite multiple attempts made with a snare device the filter remained implanted. The patient was rescheduled for another filter retrieval procedure three weeks later. On the second filter retrieval attempt made, despite multiple attempts made with a snare device and guidewire techniques, the filter could not be retrieved. Contrast injected vena cava gram demonstrated the filter was in an upright position, with no evidence of adhering thrombus to the filter. At some time post filter deployment, it was alleged that filter tilted and perforation. The device was removed after two attempted but unsuccessful removal procedure the current status of the patient was unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, an evaluation could not be performed. Medical records review: patient had a vena cava filter deployed for pending orthopedic surgery with a history of hypercoagulable state (predisposition to venous thrombosis). The filter was deployed successfully without incident. Approximately five weeks post filter deployment, the orthopedic surgery had been completed and the patient was scheduled for filter retrieval. Guided fluoroscopy did not demonstrate the filter to be embedded in the ivc wall. Despite multiple attempts made to capture retrieve the filter with a snare device the filter remained in place. The patient was rescheduled for a second filter retrieval attempt three weeks later; however, despite multiple times made with a snare device and guidewire techniques the filter could not be retrieved. The contrast injected vena cavagram demonstrated filter was in good position and was not embedded in the ivc wall. There was no evidence of adhering thrombus to the filter. The patient was hemodynamically stable at the conclusion of the filter retrieval attempt. Per the medical records available for review, the ivc filter has not been removed. No other pertinent patient, device or medical information was provided in the medical records received. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed in preparation for orthopedic surgery. Five weeks post filter deployment, attempts were made to retrieve the filter using a snare device. The filter could not be removed. Three weeks later another attempt was made to remove the filter. After multiple tries with the snare device the filter was unable to be removed. Based on the medical records, the investigation is confirmed for difficult to remove. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received and reviewed medical records. A vena cava filter was deployed for pending orthopedic surgery, with history of hypercoagulable state (predisposition to venous thrombosis). Approximately five weeks post filter deployment; orthopedic surgery had been performed, a scheduled filter retrieval procedure was performed. Despite multiple attempts made with a snare device the filter remained implanted. The patient was rescheduled for another filter retrieval procedure three weeks later. On the second filter retrieval attempt made, despite multiple attempts made with a snare device and guidewire techniques, the filter could not be retrieved. Contrast injected vena cavagram demonstrated the filter was in an upright position, with no evidence of adhering thrombus to the filter. The patient was hemodynamically stable at the conclusion of the filter retrieval attempt.